Event description:
It was reported that biomed troubleshooting alert 02 (low flow) on the arctic sun device. Mis had nurse go up to the bedside since the device was on patient. Initial inlet pressure was -7psi, flow rate was 0lpm, circulation pump command was 52 percentage, system hours were 9397 and pump hours were 8689. Nurse tried to start therapy, device primed then stopped. Nurse disconnected and reconnected pads using proper technique. The device primed then stopped again. The pads were brand new. Nurse stopped, emptied and disconnected pads and placed device in manual control with inlet pressure was -7psi, flow rate was 0lpm, circulation pump command was 49 percentage. This could be a broken flow meter. They had another device, but it had given repeated non-recoverable errors. Biomed would let the nurse see if there was another device at their facility. Per sample evaluation results received on 27apr2023, it was reported that the confirmed screeching noise emanating from the chiller during same functional testing. It was stated that the neutral connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. It was noted that the double bend tube found expanded during servicing.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed flow meter. During assessment functional testing and present in patient data, device received alert 02. Flowmeter was replaced. Confirmed screeching noise emanating from the chiller during same functional testing. The neutral connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. Double bend tube found expanded during servicing. The device underwent pm servicing while in for repair. Replaced chiller assembly. Preventatively replaced the power inlet module and the ac main voltage circuit card. Serviced circulation pump and mixing pump, replaced heater, both manifold o-rings and drain valves. Other repairs completed included replacement of the double bend tube due to expansion of the tube found during servicing. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that biomed troubleshooting alert 02 (low flow) on the arctic sun device. Mis had nurse go up to the bedside since the device was on patient. Initial inlet pressure was -7psi, flow rate was 0lpm, circulation pump command was 52 percentage, system hours were 9397 and pump hours were 8689. Nurse tried to start therapy, device primed then stopped. Nurse disconnected and reconnected pads using proper technique. The device primed then stopped again. The pads were brand new. Nurse stopped, emptied and disconnected pads and placed device in manual control with inlet pressure was -7psi, flow rate was 0lpm, circulation pump command was 49 percentage. This could be a broken flow meter. They had another device, but it had given repeated non-recoverable errors. Biomed would let the nurse see if there was another device at their facility.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.